Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint was confirmed through global technical services troubleshooting. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The cause was determined to be a use error. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting, a check final line alarm that appeared on the homechoice (hc) machine during prime, the home patient (hp) revealed that he had started over with new set and used same old bags. The technical service representative (tsr) explained to stop setup, advised to start with all new supplies and explained that it could cause contamination. No patient injury or medical intervention was reported. During a follow-up with the hp, it was found that the hp had started over with all new supplies and was able to continue with therapy. There is no sample available for evaluation.